Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that section b3 date of event had an incorrect date. The correct date is 10/22/2025. The following section has been updated accordingly: section b3: date of event: 10/22/2025. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) had a scratch identified on it after implantation into the patient's eye. The iol was explanted during the same procedure. A backup lens was utilized to complete the procedure, which resulted in a delay. The account confirmed that the incision was not enlarged, no vitrectomy or sutures were required. The patient status is unknown. No further information was received.